Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 08-nov-2029, UDI#: (B)(4); product ID: (B)(4), serial/lot #: (B)(6), ubd: 11-dec-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a return of pain and discomfort/soreness/pinching. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Rep reported that on (B)(6) 2026 they saw the patient and was unable to connect the stimulator. Tech services were called and still unable to connect stimulator. The patient received new equipment and still was unable to connect to stimulator. The patient reported around the time of this issue was involved in an motor vehicle accident (mva). After this event pt reported pain at pocket site. She was sent for imaging and this xray did show that the leads had moved when compared to implant xray. Patient followed up with the hcp, she reported she is working with an attorney concerning the mva. Last time the rep spoke with the patient she said she was going to use a surgeon provided by the attorney handling the case to be explanted. Rep reported that they were made aware of the lead migration on the date of the first report. This was confirmed by x-ray. Rep was told by the patient that she planned to have the explant done. It was unknown if this has occurred. Rep had no knowledge of device status. Rep did not ask the patient to return the device.